Event description:
Through journal article dual-port and single-port tissue expanders in postmastectomy breast reconstruction: a retrospective cohort study, healthcare professional reported right side seroma, surgical site infection, skin necrosis, dehiscence, hematoma, anxiety, and pain interference. The devices have been explanted. This record is for the right side.

Manufacturer narrative:
Article citation: chiang, sarah n et al. ¿dual-port and single-port tissue expanders in postmastectomy breast reconstruction: a retrospective cohort study.¿ journal of plastic, reconstructive & aesthetic surgery: jpras, s1748-6815(23)00520-x. 15 sep. 2023, doi:10.1016/j.bjps.2023.09.019. The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, surgical site infection, skin necrosis, dehiscence.